Event description:
Patient's temperature-sensing foley catheter came out when turning patient, balloon was noted not to have fluid. Registered nurse placed another foley catheter with 10ml fluid to the balloon, this also came out without the balloon inflated. Another temperature catheter placed balloon inflated and stayed without issue.